Event description:
Customer claims that while trying to understand how the unit operates, person reached underneath unit, at which time the release handle was pulled. Person sustained broken finger plus required sutures.